Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was noted the patient changed their follow up appointment from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a potential bleed at the tip of the dbs lead. The rep believed the person told them it was the right dbs lead, but they were unsure and they were going to confirm. It was unknown what led to this event, it was noted the patient didn't fall. The patient got a lumber MRI for some reason. All electrode impedances were within normal range. Actions/interventions were unknown, but they were to find out more information. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause was undetermined, however, the patient bumped their head one day prior to the bleed. No further complications were reported as a result of this event. Additional information was received. It was reported the patient had an appointment on (B)(6) 2018. No further complications were reported.